Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the device became lodged in an artery requiring surgical intervention. From a contralateral approach, a 0.014' guide wire and crossing catheter were used to access the left leg target lesions: distal popliteal (pop), tpt, pt, common plantar and medial plantar artery stenoses. Once the catheter was advanced into the proximal aspect of the medial plantar artery, the crown became lodged in the artery. The viperwire could be moved independently of the oad. Flow of contrast was visible past the crown into the more distal plantar artery. After several unsuccessful maneuvers were used in an attempt to remove the device from the medial plantar artery, a surgeon was consulted to perform a cut-down procedure. The device was mobilized and the device was successfully extracted in its entirety via the groin. Following surgical intervention, angiography demonstrated mild improvement in the distal pop and moderate improvement in the pt arteries to the level of the ankle. Visualization of contrast distal to the common plantar artery was not present due to surgical manipulation. A new viperwire and 1.25 solid crown oad were used to treat the at artery which was then treated with prolonged angioplasty. Follow-up angiography demonstrated excellent results in the at and dp arteries and vessel patency of the pt artery to the level of the common plantar artery. At the end of the study, a strong doppler signal was present along the dp artery and increased warmth was noted to the skin along the distal half of the foot, which now appeared pink with the exception of the great toe. The sheath was pulled back to the mid sfa and angiography demonstrated a moderate, approximately 40-50% stenosis of the distal segment. No further intervention was performed at this time. The patient remained stable and tolerated the procedure well. After staying overnight for observation, the patient returned home in stable condition, but expired later that night. The cause of death has not yet been determined.

Manufacturer narrative:
(B)(4).